Event description:
It was reported that during a pancreas procedure, the device was fired and a cracking sound was heard. The device stopped firing. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 05/04/2009. Eval summary: the analysis results showed that one device arrived with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the closure link was found damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.